Manufacturer narrative:
Concomitant products: (2) syringe pump tubing; bd 50 syringe; therapy date (B)(6) 2016. The customer¿s report of a channel disconnected alarm was confirmed; however the malfunction could not be replicated during testing. Inspection under magnification confirmed the presence of contamination on the iui connector pins of pcu sn (B)(4) and syringe pump module sn (B)(4). Review of the logs show channel disconnected alarms affecting both syringe modules starting at 3:43 pm on (B)(6) 2016, associated by a power loss with the pcu. Once power was re-established to the affected modules, syringe module sn (B)(4) started to exhibit a channel malfunction producing an error 354.6770.0. During this event, pump module sn (B)(4) continued to infuse until the device was channeled off. During testing and initial powering on of the system a channel error on syringe module sn (B)(4) occurred. The pressure sensor board was replaced to correct the failure and continue testing; the channel error did not recur. Several extensive test infusions were run with physical manipulation of the devices; no ¿channel disconnected¿ alarms occurred. The root cause of the channel disconnected alarms was not determined however it is believed to be related to contamination found on the iui connectors.

Event description:
The customer reported that when an ICU patient was being moved the pump started to alarm, and one of the syringe pumps read "channel disconnected," although it was not visually disconnected. Reportedly there were four modules attached, "two running hep normal saline at 1ml/hr, and one pump which was not infusing anything." The customer reports that there was no effect on the patient from this event.